Manufacturer narrative:
Sc-1132: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was experiencing discomfort which was said to be an unwanted stimulation in groin area. Reprogramming was also noted. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg will be returned.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort which was said to be an unwanted stimulation in groin area. Reprogramming was also noted. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg will be returned.